Event description:
The trelex natural mesh was implanted about 3 to 4 years ago. The mesh was used to attach the vaginal wall to the backbone for stability. About 6 weeks after surgery, the pt experienced an odorous, pink discharge from the vagina, which was diagnosed as an allergic reaction to the mesh. Subsequently, on 3 separate occasions, a surgeon removed small segments of the mesh. Most of the mesh was left in due to being integrated into the tissue. The doctor did not want to attempt complete removal of the mesh at that time because it was believed that hemorrhaging would occur. Presently, the pt still has a discharge. The pt has requested a piece of mesh be mailed to them for allergy testing. Note: the pt was unable to give exact or approximate dates regarding the implant or incident.